Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged the ipg for over four months and ipg deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was replaced and therapy was restored.